Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keyboard is damaged pressing the button does not actuate the keyboard function, which was reproduced during evaluation when the 4 key and down arrow was found to not be functional following keypad testing. Visual inspection found the cause was a damaged keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged keyboard that did not work properly, pressing the button did not actuate the keyboard function. There was no patient involvement. No additional information is available.